Event description:
A malfunction was reported on the customer's pump, which did not result in any adverse impact to the customer's blood glucose level. Customer technical support (cts) assisted by providing pump reset information and helping the caller reset the pump, but the malfunction code reoccurred. Consequently, cts decided to replace the pump, ensuring the customer was informed about using backup therapy to maintain insulin delivery and instructed on returning the malfunctioning pump. Cts confirmed the address for the replacement pump, provided storage mode instructions, and facilitated the process for returning the problematic pump, including programming their settings and connecting the cgm to the new pump.